Event description:
During a ptca procedure, the quantum maverick monorail balloon ruptured. The number of inflations and to what atms is unk. The lesion being treated was a calcified and tortuous rca lesion. The quantum maverick monorail catheter was removed and the procedure was completed with a different device. No pt injuries or complications were reported. Pt status is listed as "okay". It is noted that the physician did not feel that this was a device malfunction.